Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose ws normal and did not require medical treatment. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The esc button did not respond due to flattened button dome switch. No further testing could be performed due to unresponsive button. The insulin pump was received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.